Manufacturer narrative:
Pump received with cracked and bleeding lcd glass.pump received with minor scratched lcd window, display window missing,cracked case at the display window corners, cracked battery tube threadsand cracked reservoir tube lip. No battery cap received with pump. Unable to verify battery cap anomaly.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen that was black. Customer also reported that the battery cap could not be opened. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.